Manufacturer narrative:
Product event summary: the full delivery system was received and analyzed. Analysis indicated that the delivery system shaft was damaged with the exposed wire mesh. The shaft was found to be mechanically kinked/buckled. There was a deployment issue with the delivery system. The sheath of the delivery system was damaged. The analyst noted that the delivery system was returned with the device deployed. The recapture sheath and the gold marker band visibly bent at the edge of the distal end of the delivery system, therefore the device could not be recaptured. The outer shaft was found to have a kink on the shaft 5 cm, and exposed mesh was observed at distance 3.5 cm, measured from the distal end of the delivery system. Tape was found on the handle of the delivery system near the tether lock. Dried blood was also found in various locations of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transcatheter pacing system was unable to fully deploy or recapture the device. After removal, examination of the delivery system revealed a dent along the gold rim. Another device was used. No patient complications have been reported as a result of this event.